Event description:
(B)(6). This complaint replaces (B)(4) that was cancelled due to duplicate investigation. (B)(6). Compressor is loud.per independent repair center statement, the unit had low o2 or yellow light. The key failure was the compressor being loud. Additional malfunctions were the sieve beds being defective, tie wraps were leaking and clamps were leaking.